Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with complaints of chills and headache and possible infection was suspected.. The patient was admitted and blood cultures were obtained. Infectious disease was consulted on (B)(6) 2021 as blood cultures were positive for strep granulicatella (abiotrophic) species. Intravenous (IV) ceftriaxone was started on (B)(6) 2021 2gm/q for 24 hours (antibiotics). It was reported that the patient's infection source was the blood. The patient had symptoms of chills and fever and malaise. The patient was negative for influenza and covid-19. Plan of care was to treat with IV ceftriaxone for 14 days. The patient was stable and device was reported to be working well. Awaiting therapeutic international normalized ratio (inr) before discharge.